Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has fluid underneath the display screen. Customer's blood glucose was 131mg/dl at the time of incident. The product will be returned.

Manufacturer narrative:
Findings: pump received with blank display due to moisture damage on electronics and motor assembly. Unable to perform any tests due to blank display. Pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.